Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 2 years and 5 months following the implant of this transcatheter bioprosthetic pulmonary valve an x-ray revealed ¿several¿ pulmonary valve  and non-medtronic pre-stent grade 1 fractures. Approximately 4 years and 3 months following the valve implant procedure, another x-ray revealed clear grade ii fractures. Due to ¿bad¿ right ventricular function there was no increased right ventricle to pulmonary artery (rv-pa) gradient observed. The melody valve was reported as competent. Approximately 7 years and 3 months following the pulmonary valve implant, an echocardiogram revealed an absence of regurgitation and a flow of 1.95 meters per second (m/sec) which was adequate to a gradient of 15 millimeters of mercury (mmhg). Ultimately, to avoid risking any worsening of the rv function, approximately 4 months later a 45mm non-medtronic stent and an additional transcatheter pulmonary valve were implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated that the referenced ¿bad¿ right ventricle was present before, and the valve had not caused nor contributed to this condition. The patient did not experience symptoms as result of the stent fractures. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: images were received for review. The review confirmed the reported stent fractures. In addition, the image review showed there was a presence of a significant ¿trap door¿ flailing segment in the right ventricular outflow tract (rvot) or proximal portion of the melody stent frame as well as multiple stable frame stent fractures. We were unable to determine if initially there was 1 or multiple open cell (most likely ev3) stents placed at that time. The valve appeared to be fully functional with no pulmonary insufficiency observed. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the device instructions for use (IFU), melody stent fractures are known phenomenon. It states that ¿prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture¿. However, based on the image review and available information, a conclusive root cause of the stent fractures cannot be determined. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.